Event description:
During a lavh procedure, the flare detached from the cutting forceps and fell into the patient. The flare was recovered with no patient harm. A like device was used to complete the case with no further problems.

Manufacturer narrative:
The complaint is confirmed. The device was received with a detached flare, which was returned with the device. The flare is cut/split length-wise. Little to no residual adhesive can be seen on the flare. The flare has a blue or green tint to it. The device was received in a very clean condition. Both the top and bottom jaw electrode insulation is cut or split, due to the jaws being retracted into the shaft without the flare being in place. It was observed that the bottom jaw was misaligned, sticking out past the top jaw in the closed position. There was adhesive bond failure between the shaft and the flare.